Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6). This report is related to (B)(4).

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off the scope and into the patient's body. The distal cover was retrieved with forceps. The procedure was completed with the same device. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection and the complaint was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.